Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 20917230 / 20658131. Product family: scs-splitters upn: m365sc3400300 model: sc-3400-30 serial: (B)(6). Batch: 20175074 / 20441565.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason.